Manufacturer narrative:
On (B)(6) 2011, bec field service engineer (fse) replaced the bulk pneumatic power supply. The fse verified repair per established procedures. The results met published performance specifications, and system validation was documented in the customer's qc record. The root cause for this event is unknown. Bec internal identifier for this complaint is (B)(4).

Event description:
A customer reported that powervar on coulter lh 750 hematology analyzer was beeping. Bec customer technical support (cts) instructed the customer to bypass the powervar and go directly into the wall power outlet. During the process the customer's maintenance employee mistakenly plugged an item into a smaller, non-bec supplied power conditioner, which produced smoke. There was no flame. The cts had the customer immediately unplug the power conditioner and plug all items to wall power. The customer and the maintenance man were exposed to smoke. There was no death, injury or change to patient treatment as a result of this incident. The customer did not review the msds sheets. There is an exposure control or risk management plan in place at the facility, but not as it relates to smoke. No one sought medical attention.